Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure in 2012 and mesh was implanted. The patient experienced a recurrent hernia and underwent a laparoscopic reoperation in 2013 to repair the recurrent hernia with a different type of mesh. The patient had no further problems. The surgeon opines that the coating on the mesh does not allow adequate incorporation into the fascia and when the fixation dissolved the mesh subsequently migrated.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.